Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient reused a minicap during an unknown time of therapy which resulted in peritonitis. It was reported the reuse was due to short supply. The peritonitis was manifested by cloudy bag. Two days after the onset of peritonitis, the patient was hospitalized for the peritonitis event and began treatment with intraperitoneal injection meropenum (500 stat followed by 250 each bag, ongoing) and injection fluconazole (150 mg weekly, ongoing, route not reported). On an unreported date, the patient was retrained on the proper aseptic technique. Four days after event onset, the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. It was reported the patient was recovering from the peritonitis event at the time of death. It was reported pd therapy was ongoing prior to and at the time of death. No additional information is available.